Event description:
The micro drill was sent in for eval because it would not turn off. The event occurred prior to a procedure. A readily available spare device was used to complete the procedure without any delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the sockets was identified as the probable cause of the device running continuously. Corroded sockets can result in intermittent connection between the console and the handpiece, as well as higher impedance at the ground sockets resulting in false run signals.